Event description:
Per the clinic, the device was partially inserted and open circuits were noted on 1 electrode during the intraoperative testing. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 30, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6)2023, and was reimplanted with another cochlear device during the same surgery. This report is submitted on february 17, 2023.

Manufacturer narrative:
This report is submitted on march 31, 2023.